Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the patient's brother in 2010 and obtained the following information. The patient's brother reported that on the late morning of event, the patient obtained an alleged high blood glucose result in the "170 mg/dl" range. In response to the reading, the patient's brother claimed that the patient took 30 units of n insulin. Approximately 30 minutes after administering the insulin, the patient reportedly became shaky, dizzy, and his speech was slurred. At the onset of the symptoms, the patient's brother stated that he tested the patient with a breeze ii meter and obtained a result of "62 mg/dl". The patient's brother claimed that he then gave the patient 2 glucose tablets and he reportedly felt better afterwards. At the time of troubleshooting, the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.